Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an implantable pulse generator (ipg) (B)(6) pocket infection. The implantable pulse generator (ipg) was explanted and replaced. The pacing lead was capped. No further patient complications have been reported as a result of this event.